Event description:
The catheter shaft was severed during a contralateral sfa. The distal segment of the catheter detached in the pt and was surgically removed without pt complications. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Follow-up revealed the pt's diseased arteries were so calcified the catheter tore and was severed by the calcification during withdrawal of the catheter post procedure. Therefore, co believes pt condition contributed to this event and does not attribute it to the device.